Manufacturer narrative:
(B)(4) concomitant medical products: 195924 vgxp intlk femoral lt 70 029610, 195757 vgxp xp inlk pri tib tray 75 mm 677770, 195885 vgxp xp e1 tib brg lm 10x71538860. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient received injections to treat post-operative pain following a knee arthroplasty.